Manufacturer narrative:
(B)(4). This is a report of a patient who was connected to the patient line during the priming phase of peritoneal dialysis therapy. Furthermore, the same supplies were being used from the previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was connected to the patient line during the prime phase of peritoneal dialysis therapy on the homechoice (hc) device. During troubleshooting for an unrelated alarm, the patient pressed buttons and the machine began to reprime the patient line with the same supplies connected. The technical service representative assisted the patient with ending therapy. There was no injury or medical intervention indicated at the time of the report. No additional information is available.